Event description:
During an initial implant procedure, the leadless pacemaker (lp) was unable to be disconnected from the catheter. The lp was then explanted and a new lp was implanted to resolve the event. The patient is stable with no consequences.